Event description:
Philips received a complaint from the customer reporting several alarms (patient circuit occluded, proximal pressure line disconnect, low leak¿co2 rebreathing risk) occurred on a v60 device. The unit was not in clinical use; there was no patient involvement. No harm resulted from the issue. A philips authorized service provider (asp) evaluated the device onsite and was not able to replicate the problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name: (B)(6).